Event description:
It was reported that the device had an event of faulty cassette sensor, ¿cassette not attached properly¿ during set up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H5 - labeled for single use: corrected from 'yes' to 'no'. One suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was found that a high priority alarm was recorded due to a cassette not attached properly. The service history review was performed and was confirmed that there was no previous repair noted. Disposable test was performed and the alarm due to cassette not attached properly had occurred. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective downstream occlusion (dso) sensor and there was a crack in the middle of the dso seal. The sensor and seal were replaced. The device then passed all functional tests after the repair.